Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to high defibrillation threshold measurements. This implantable transvenous defibrillation lead was surgically abandoned when it delivered inappropriate shocks and was determined to be fractured due to twiddlers syndrome.